Event description:
Caller (customer's wife) reported that on (B)(6), 2014 at approximately 4:55 a.m., the customer was in bed asleep when he was "talking funny, delirious, confused" and was unable to be awakened. Caller further reported the customer suffered a loss of consciousness. Paramedics were called and at 5:12 a.m., the caller checked the customer's blood glucose and a reading of 70 mg/dl was obtained on the adc blood glucose meter. Upon arrival of the paramedics at 5:15 a.m., customer's blood glucose was checked and a reading of 35 mg/dl was obtained on the hcp meter. Customer was reportedly diagnosed with hypoglycemia and administered glucose via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is a final report. Meter (B)(4) was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: during the course of troubleshooting, caller reported the customer did not wash his hands or prepare the test site prior to testing. All pertinent information available to abbott diabetes care has been submitted.